Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that their incision site could be infected as this morning they noticed a lot of swelling. Patient reported swelling on the previous days but today was worst. Patient checked with their healthcare provider (hcp) and was told it could be fluid or infection. Patient also mentioned being on antibiotics. The patient was redirected to their hcp to further address the issue.